Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4196-78 lead, implanted: (B)(6) 2010; dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible right atrial (ra) lead undersensing observed and there were atrial events noted in the refractory/blanking periods, resulting in atrial pacing/mode switch. The ra lead remains in use. No patient complications have been reported as a result of this event.